Event description:
The patient received scs system on (B)(6) 2010. It was reported that the patient was feeling jolts and stimulation surges. The lead had possible tear. The lead and the scs system were explanted and replaced by a new scs system. No further information is available at this time.

Manufacturer narrative:
Results: the lead passed continuity and resistivity tests. The lead had damage on the lead segments consistent with the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.